Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump get a insulin pump error. Customer was able to complete insulin pump rewind as well as able to clear the alarm. Customer stated that the self test did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.